Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Consumer reported their implant did not work because "the criteria for getting an implant was borderline." No actions/interventions were taken and the issue was reportedly not resolved.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient reported that they no longer used the device because the implant didn't work. No patient symptoms or further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.